Event description:
Pump display showed it was infusing, but the tube was clogged and was not infusing at all. Pump did not alarm at the time of the event, but when tested later off-patient by the unit manager, it did alarm. Pt's blood sugar dropped during the event. One pt involved.